Event description:
It was reported that signal loss of over one hour occurred for the g7 with the serial number (B)(6). However, data for the g7 with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).